Event description:
A 28mm diameter x 15 mm diameter x 16.5 cm lentgh aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of abdominal aortic aneurysm. The pt has a history of ischemic heart disease, functional classic angina, type 2 diabetes, hypertension, hypercholesterolemia. Vessel morphology is unk. It was reported that there was enlargement of the infrarenal neck to 30 mm with a 28 mm device in place and the stent graft has migrated 2.5 cm distally with the top of the graft now located within the aneurysm resulting in complete loss of proximal attachment. The seal is maintained by mural thrombus within the aneurysm. There has associated enlargement of the aneurysm sac from 5.7 - 6.1 cm. The physician requested a talent aortic for treatment of this pt. No additional info was received and no additional clinical sequelae were reported.